Event description:
Reporter alleged discrepant back to back blood glucose values on the advantage sys of 108 mg/dl versus 47 mg/dl and 16 mg/dl versus 119 mg/dl when the comparisons were reported to have been performed 5 minutes apart. Reporter stated the results were obtained from the system's memory. No actions or treatment was reported. A request was made for the return of the suspect device and replacement prod was sent.